Manufacturer narrative:
G4: 16nov2020. B4: 17nov2020. The field service engineer (fse) wrote and advised the customer to provide more details and as well as the significant error log. The fse included instructions on how to download the error log. The case was closed due to lack of customer response. Multiple attempts were made to gather more information regarding the reported condition, however attempts were unsuccessful. If additional information is confirmed an additional report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24sep2020.

Event description:
It was reported the unit alerted to check vent backup battery failed. There was no patient involvement.